Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1, h.3., h.6. Device evaluation visual analysis of the returned device identified: weight to the spec, deformation, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against left device. The device was explanted.